Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021.

Event description:
The customer reported a ventilator was having touchscreen issues during pre-use set up. The device was evaluated by the customer and a philips remote service engineer (rse) who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, however, was found during device pre-use set up. There was no patient or user harm reported. There was no delay to patient therapy as there were other ventilators at hand that were ready for use. The rse provided the customer with a ventilator service manual and remotely assisted the customer in calibrating the screen. The screen was successfully calibrated and the ventilator was returned to service. No other anomalies were reported.